Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device is exhibiting intermittent high out of range pace impedance measurements greater than 3000 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. Boston scientific technical services (ts) noted that all other lead measurements are within normal limits and there is no evidence of noise on the rv lead. There are also no stored electrograms in the logbook and the presenting electrogram was indicated to look appropriate. Ts stated that this appears to be a device header spring contact issue rather than a true lead issue based on these findings and provided guidance to the healthcare provider that they can consider continued monitoring. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device is exhibiting intermittent high out of range pace impedance measurements greater than 3000 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. Boston scientific technical services (ts) noted that all other lead measurements are within normal limits and there is no evidence of noise on the rv lead. There are also no stored electrograms in the logbook and the presenting electrogram was indicated to look appropriate. Ts stated that this appears to be a device header spring contact issue rather than a true lead issue based on these findings and provided guidance to the healthcare provider that they can consider continued monitoring. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.